Event description:
Facility reports that the needles felt dull and that the pt had oozing around the arterial insertion site during treatment which loosened the tape. The tape loosened and the needle became dislodged from the insertion site. Ebl > 100cc. This pt also has an undiagnosed shaking disorder which causes her to shake continuously. The pt did not require intervention, transfusion, hospitalization or develop problem with their access. The healthcare professional feels that the shaking disorder contributed to the dislodgment of the needle.